Event description:
It was reported that during the use of the product, the customer noticed the cuff was imperfectly inflated. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: three photos were included in agile attachments for evaluation; photos showed a rip on the cuff. One sample was returned for investigation. The returned sample was received in used condition without original packaging. The sample was visually inspected under normal conditions of illumination to detect any condition that could cause the failure mode reported. A syringe was connected to pilot balloon to detect leaks. A rip was detected in cuff and a leakage was detected; complaint was confirmed. No other analysis was performed. Based on the leak test results, the root cause was due to the cuff being damaged during the use of the product since no leaks were reported in the pre-use check and according to the instructions for use the cuff could be damaged due to cuff nicks from teeth or instrumentation during intubation. The problem source was undetermined. No corrective action was required or taken as there is no information if the product leaked during the pre-checked that suggest to the instruction for use. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).